Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided information on how to reset the pump, resulting in the resolution of the issue. The customer was informed to continue using the pump and to reach out if the malfunction code appeared again, to which the customer agreed.